Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 5.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was fractured near the hub. This damage may have occurred due to forceful handling of the benchmark at extreme angles during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician opened a new benchmark 6f 071 delivery catheter (benchmark) and when preparing to flush it, noticed that the benchmark was kinked at the proximal end just distal to the hub. The kinked benchmark was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using another benchmark.